Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer states the av indicator is not functioning. There is no information on pt involvement available.